Manufacturer narrative:
(B)(4). The insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, end cap broken off and minor scratches on display window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the back part of the pump was falling off, the back casing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.